Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Although the recipient noticed that hearing became worse, he thought at first it was a problem of audio processor. The user noticed a change in hearing with the device about 3 months ago. Re-implantation surgery was conducted on (B)(6) 2019.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. In addition according to the implant registration card one channel was left outside of cochlea at implantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Although the recipient noticed that hearing became worse, he thought at first it was a problem with the audio processor. The user noticed a change in hearing with the device about 3 months ago. Re-implantation surgery was conducted on (B)(6) 2019.